Event description:
During a tonsillectomy, the pt was burned on their left oral commissure. A pt sustained a second or third degree burn of left oral commissure during a tonsillectomy. According to dr, the problem stemmed from the fact that the disposable "needle tip" functioned despite not being completely inserted into the handle. The dr stated that the plastic portions of both components appeared to form a complete plastic covering of the metal, but upon close inspection, there remained a paper-thin gap that allowed arcing of the electricity. The operative report stated that at the conclusion of removing the first tonsil on the right side, it was noted that the pt had a localized, apparently second-degree burn at the right oral commissure. The guarded electrocautery tip was noted not to be completely inserted into the handle. The pt was treated with silvadene cream and the area was protected with a saline gauze. The finding and explanation was then given to the mother at the end of the case. The pt was grounded using the appropriate grounding pad according to pt's weight; type and lot number unknown at this time. It is unknown at this time exactly what type of retractor was used during the tonsillectomy. Evidently, while using a valleylab hand-controlled cautery with a weck closure systems blade electrode (as stated above), the tip "sparked during surgery" and "touched" the pt's lip causing injury. Reporter does not know the lot numbers of either the electrocautery handpiece or blade electrode. The products used during the surgical procedure were discarded and not available for return. Reporter stated that according to dr, the pt's burn has healed well and no further treatment is necessary at this time.